Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated the phlebotomy team has been reporting the tubes are not completely filling, but are filling to approximately half of the expected volume. This is being reported on all three shifts by different phlebotomists, and on different patients. This is complaint 1 of 3.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated the phlebotomy team has been reporting the tubes are not completely filling, but are filling to approximately half of the expected volume. This is being reported on all three shifts by different phlebotomists, and on different patients. This is complaint 1 of 3.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, the customer sample was evaluated by draw testing and the indicated failure mode for draw volume with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.